Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0143354, medical device expiration date: 2025-06-30, device manufacture date: 2020-05-22. Medical device lot #: 0143355, medical device expiration date: 2025-06-30, device manufacture date: 2020-05-22. Medical device lot #: 0051438, medical device expiration date: 2025-04-30, device manufacture date: 2020-02-20. Investigation summary: a device history record review was completed for provided material number 305211 and lot numbers 0143354. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To aid in the investigation, sixteen samples were received for evaluation by our quality team. The samples were selected by the customer while inspecting parts under a microscope. Based on our evaluation, only two of the samples could be considered marginally defective. The rest of the samples are imperfections. The samples were sent to the vendor for further analysis. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed. A device history record review was completed for provided material number 305211, lot number 0143355. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To aid in the investigation, fifteen samples were received for evaluation by our quality team. The samples were selected by the customer while inspecting parts under a microscope. Based on our evaluation, only five of the samples could be considered defective. The rest of the samples have imperfections. The samples were sent to the vendor for further analysis. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed. A device history record review was completed for provided material number 305211, lot number 0051438. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To aid in the investigation, thirteen samples were received for evaluation by our quality team. The samples were selected by the customer while inspecting parts under a microscope. Based on our evaluation, only one of the samples could be considered defective. The rest of the samples have imperfections. The samples were sent to the vendor for further analysis. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed. A CAPA is not required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd¿ blunt fill needle with filter each from lots 0143354, 0143355, and 0051438 were found with damaged/cracked needle hubs during a "pre-inspection". The following information was provided by the initial reporter: "it seems that the two existing complaints are both related to the functional failures and the pictures of the ¿pre-inspection¿ had not been previously captured as a complaint. Therefore, I think we do need to open a 3rd complaint on this specifically related to the ¿pre-inspection¿ that they did using microscopy. Please code this as damage not leakage, since these parts were not functionally tested."